Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was seen at the clinic after this incident; it was discovered that the lead had been programmed to left ventricle sensing instead of right ventricular. After re-programming, normal lead function resumed.